Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00234. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that post therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, during reprocessing, the clear distal cap on evis exera iii duodenovideoscope was not found present. The doctor and radiology technician returned to the room and the doctor reintroduced the scope to look for the distal cap and x ray was taken but cap was not found inside the patient, but it was located on floor after these interventions. The procedure was completed using the same device with a delay of 9 minutes during which additional sedation was required. No impact to the patient was reported. The following reports are for 2 devices related to the same event: related patient identifier # (B)(4), evis exera iii duodenovideoscope, model-tjf-q190v, serial# (B)(6) related patient identifier # (B)(4), single use distal cover, model # maj-2315, serial# unknown (this report).

Event description:
The following additional information was received from the customer: it was reported that the distal cover that detached in this case was a product after the design change. No anti-fog agent was applied to the lens, and no chemicals were used during that procedure that could have adhered to the tip of the endoscope or the distal cover. After the distal cover was attached to the scope, it was observed by the user that the cover was not damaged. The user pulled and twisted the cover to ensure it did not come off the scope. Also, the user reports that the distal cover was pushed firmly until the distal ring was fully visible. Finally, after retrieving the distal cover from the patient, the device was confirmed not to be damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It was confirmed by the user that the distal cover (maj-2315) that detached was a product after the design change. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to insufficient attachment. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. This supplemental report includes additional information received from the customer. B5 updated accordingly. Olympus will continue to monitor field performance for this device.